Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 13, 2021 that a hot axios stent was to be implanted in a transgastric position to treat pancreatic cyst during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the stent was fully deployed in the patient. However, during removal of the delivery system, the stent was removed with the delivery system. Reportedly, the physician may have raised the elevator and scope resistance may have caused the stent to be removed with the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a fully deployed hot axios stent and delivery system were received for analysis. The delivery system was returned in position 2. Visual examination of the returned device did not find any damages to the stent and delivery system. The investigation concluded that the reported event was most likely due to procedural factors encountered during the procedure. It may be that the physician may have raised the elevator of the scope and resistance was encountered. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat pancreatic cyst during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the stent was fully deployed in the patient. However, during removal of the delivery system, the stent was removed with the delivery system. Reportedly, the physician may have raised the elevator and scope resistance may have caused the stent to be removed with the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.